Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient currently enrolled in the wrap-it (world-wide randomized antibiotic envelope infection prevention trial) study reported a implant site hematoma. The incision site is swollen, tender to touch, and itching around dressing area. No actions taken at this time and the device remains in use. No patient complications have been reported as a result of this event.